Manufacturer narrative:
Product ID: 3889-28, lot# va090j4, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported there was possible device movement causing pain in the patient¿s device pocket. It was noted the patient had lost weight. It was stated a pocket revision was planned but had not yet taken place. Reportedly, impedance testing was done and the cause of the issue was determined to be weight loss. The patient¿s status was reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a pocket revision on (B)(6)-2013. Device movement was confirmed by the surgeon. The patient outcome was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that all seemed well until (B)(6) 2013 when the device started to shock the patient. The patient underwent a revision on (B)(6) 2013 and at this time the stimulator was moved from their right buttock to the left buttock.